Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a significantly lower reading when compared to the significantly higher reading received at a hosp facility. Treatment associated with the event was not given by the hosp facility's report of the incident.